Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-08101, same case as MDR ID: 2134265-2016-08102, same case as MDR ID: 2134265-2016-08103, same case as MDR ID: 2134265-2016-08105, same case as MDR ID: 2134265-2016-08106. It was reported a plaque shift occurred and the patient expired. The patient presented with chest pain as a non stemi. The target lesion was located in the first obtuse marginal branch (omb). The physician wanted to perform an intravascular ultrasound (ivus) on the first omb and the proximal circumflex. A 182cm choice pt guidewire was advanced in the first omb; an ivus catheter was unable to advance through omb. A non-bsc balloon was advanced through the omb and inflated with residual waste on the balloon. The physician then advanced a flextome cutting balloon through the first omb but was unable to cross the lesion successfully. The cutting balloon was removed and a 1.2mm x 12mm threader balloon was advanced and inflated successfully. As the threader balloon was being removed, the guide catheter lost position and pulled the balloon and wire out of the left main. The guide catheter was reinserted and an angiogram noted that the circumflex closed. After multiple guidewires (choice pt and pt graphix) were used in an attempt to gain access to the circumflex (trying to re-establish flow), one was able to be advanced to the distal circumflex and a non-bsc balloon was used in the proximal circumflex. The patient then became hypotensive and nonresponsive. An unknown stent was placed in the proximal circumflex. The patient coded and resuscitation was performed. An angiogram was obtained. Timi2 flow was visualized with haziness distal to the implanted stent and a plaque shift was noted in the distal left main. The stent delivery device was re-advanced to the distal left main and was inflated as well as distal to the stent. Another angiogram was taken. A ventricular assist device (vad) was placed as cardiopulmonary resuscitation (CPR) was being performed but the patient expired.